Event description:
The male patient presented at the hospital 2 years after his cypher implantation with an emergent acute mi. Thrombosis was confirmed and a thrombectomy was performed with a pronto after guidewire was placed. The proximal right coronary artery (rca) was predilated and a 3.0x15 bare metal stent was placed in the proximal to mid rca. The occlusion was reduced to 0%. The patient had stopped taking his plavix 8 months prior, but was still on aspirin. The procedure was successful and the patient was discharged "ok."

Manufacturer narrative:
This event involves a patient with a history of arthritis, allergy to bee stings, and smoking. When the patient received his stent, he presented with an acute mi and underwent an emergent coronary intervention. The target lesion was a native de novo lesion located in the mid right coronary artery (rca). Pre-procedure medications included aspirin and heparin with a measured activated coagulation time of 224. The lesion had 90% stenosis and a timi flow of zero. Heparin was provided during the procedure. Pre-dilation was conducted before deployment of a cypher (3.0x33) at 20 atm. A second cypher (3.0x13) was implanted at 20 atm. According to the instructions for use, the rated burst pressure should not be exceeded in order to prevent intimal or vessel dissection. There is no additional information regarding stent overlap or order of stent placement. The procedure was successfully completed without patient injury. Intravascular ultrasound was not conducted. Post-procedure residual stenosis was zero with a timi flow of three. The patient was discharged on plavix and aspirin. Approximately two years post the index procedure, the patient presented to the hospital with an acute mi. Angiogram revealed thrombosis subsequently treated with a thrombectomy. The proximal rca was predilated and an unknown bare metal stent was placed in the proximal to mid rca. The procedure was successfully completed and the occlusion reduced to zero. It was noted the patient had stopped taking his plavix eight months prior to this thrombotic event but remained on aspirin. Sometime later, the patient was reported to be doing well and was discharged home. The products remain implanted in the patient an are thus not available for analysis. Follow-up investigational attempts have been made to obtain the involved lot numbers. At this time, the lot numbers for the involved products have not been provided. Therefore, a device history review has not been able to be conducted. Conclusion: thrombotic events are known potential adverse event following stent implantation. Based on the information provided, it appears procedural and pharmacological factors may have contributed to this event. There is no indication this event is design or manufacturing related. Additional information will be submitted within 30 days of receipt.